Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was reprogrammed for the "high definition" frequency on (B)(6) 2016 and she had some charging issues since then. The patient had to charge every day and it didn't maintain contact compared to before when she recharged every two weeks. The patient had to wear the recharger half the day to get contact because the patient's ins was implanted at a tilt and was pushed in towards the patient's inside body cavity which was a funny position to get to for recharging. It was noted that a manufacturer representative sent the patient some adhesive discs as she couldn't use the belt because of the ins position. The patient wanted to know if there was a specific way to use the adhesive discs. The patient asked for assistance with antenna locate where it was noted that the middle number was 30. The patient tried recharging without antenna locate and was able to get the coupling boxes and start a recharging session. The patient noted that when she was standing it was easy to find and when she was sitting it was harder to find the correct location. The patient was to follow-up with a health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.